Event description:
It was reported that the customer was taken to the emergency room and hospitalized for one day. Customer experienced dehydration and stomach pain due to high blood glucose. Customer stated that she was hospitalized due to diabetic ketoacidosis and pancreatitis. Blood glucose at the time of the admission was over 600 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.